Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were the cases discussed in this article previously reported ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product prolene mesh involved contributed to the adverse events described in the article (specifically recurrent hernia: two patients in each group, pain, post-operative bleeding, hematoma, infection, feeling of a foreign body). If yes, provide details of event and specific product type. Provide product code and lot. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for prolene mesh?

Event description:
It was reported in a journal article that the patient underwent an endoscopic totally extraperitoneal/tep hernia repair on unknown date and the mesh was implanted. It is possible that, three months following the procedure, the patient developed postoperative complications including pain, post-operative bleeding, hematoma, infection, feeling of a foreign body and/or recurrent hernia. Additional information has been requested.